Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 308mg/dl. Tandem technical support guided the customer through a supply change performed to resolve the occlusion.